Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The reported event of failure to extend helix confirmed. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of loss of capture, loss of sensing, and lead dislodgment were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and loss of sensing were observed on the atrial lead. Diagnostic imaging was performed which confirmed lead dislodgment. Repositioning was attempted but the helix was unable to extend from the lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.